Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ljz366, and no non-conformances related to the reported complaint condition were identified. Additional investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *did the needle need to be retrieved in the initial procedure or it was necessary a second surgery to retrieve the needle? Please confirm. The needle was retrieved during the initial surgery please confirm if the patient suffered from any consequence due to the issue (breakage needle)? No apart from extension of anaesthesia and further small surgical wound. Please confirm if the patient suffered from any consequence due to retrieved the needle? None did the procedure got extended more than 30 min? Yes the procedure got extended by approx. 1 hour because of the incident.

Event description:
It was reported that an animal underwent a routine laparoscopic procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. Additional information was requested.